Manufacturer narrative:
UDI: (B)(4).

Event description:
Updated patient code for metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On apr 21, 2017. Litigation received. Litigation alleges that the patient experienced increasing pain, stiffness in and around her left hip and elevated metal ion levels. The head, liner, and stem added to complaint for alleged elevated ions.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update jun 01, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges limited activity, black degraded tissue around implant and reduced strength. After review of medical records for the MDR reportability, it was stated that the patient was revised to address aseptic tha. Revision notes noted a small amount of blackish synovial fluid, but no signs of gross infection. It was also reported that implant remained clean without any evidence of corrosion. Clinical notes state that the patient experienced persistent groin pain, a decrease in external rotation of approx. Two fist heights her left hip compared to her right, stiffness of the hip, and synovitis. Ultrasound reported an iliopsoas bursitis and synovitis. There were no evidence of implants loosening. Laboratory results for chromium- cobalt were below 7ppb. Product code and lot number of stem were provided. This complaint was updated on jun 19, 2017.